Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) and was therefore explanted and successfully replaced. There were no allegations against the device at the time of explant.